Event description:
It was reported that this electrode had moved. The tip of the electrode was found to be located half-way down the sternum. A revision procedure was performed to reposition the electrode. No additional adverse patient effects were reported.